Event description:
Report received indicated that patient developed blisters under the tape border. Prior to the receipt of this complaint, the patient used the product for over eighteen years without incident. The patient's daughter, a homecare nurse, used several other ointment and barrier products on the blister but symptoms remained unchanged. The patient was advised to remove the product and to apply an ostomy belt around the blister to reduce irritation. The report stated the patient was also recommended to perform a patch test. Further information regarding patient results were not made available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from 3 different product applications. The report states that there are no significant trends.